Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w235, implanted: (B)(6) 2015, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models3093 and 3889 interstim tined lead s", educational brief/physician communication ((B)(6) 2010).

Event description:
A revision was reported for a lead issue. Patient was seen yesterday for revision surgery to test the lead due to high impedances and no therapy for the patient. Hcp (healthcare provider) had removed the ins and then touched lead and saw that the lead was fractured (clean break). Approximately 1/2 the lead was still in the patient. Per representative the lead was fractured just below the bone cable (?). Lead was replaced and installed on left side since lead could not be removed on right side. Stimulation was achieved at 0.4-0.7 volts. Ins (stimulator) was also replaced yesterday due to "high" impedances. The representative stated that they were getting "???" No matter what they did they couldn't get rid of them. Installed new ins with new lead and everything was normal for impedances. Broken/fractured lead had a clean break which wasn't seen on x-ray in pre-operative. Representative thinks that was because break was inside bone area or hidden by a seam of sorts. Representative also stated that it appeared that lead migrated up into the boney canal. There were no twists or bends in lead when seen on x-ray. Ins was also "awkwardly sitting in pocket". The damage was noted at middle of lead. There was an unrelated medical procedures. There were multiple events possibly related to event. A car accident reported. The patient was rear-ended about 4 weeks ago. The patient went 4- wheeling about 2 weeks ago. The patient had carpal tunnel surgery about 2 weeks ago, right around same time of the 4-wheeling activity. Patient feels that stimulation stop around the time of the carpel tunnel surgery. Patient was seen in pre-surgery appointment last week and impedances were shown as >(greater than) 4000 ohms. But impedance in pre-operative for surgery yesterday, impedances were high. The revision had occurred. During the revision, there were no any allegations of system use issue. The patient recover completely. Symptoms reported were loss of therapy and return of symptoms. Location of symptoms reported was lead. Consider this a sudden change in therapy/symptoms. Event date for car accident was (B)(6) 2015, 4-wheeling activity was (b)(+) 2015 and carpel tunnel surgery was (B)(6) 2015 (same time week of 4-wheeling activity). Loss of stimulation/therapy was (B)(6) 2015 (following carpel tunnel surgery according to patient but representative thinks it was more related to car accident/4 wheeling). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.